Manufacturer narrative:
Device evaluate by manufacturer: the device was returned for analysis. Returned product consisted of the stingray lp catheter. The outer shaft, inner shaft, balloon and tip of the device were visually inspected. There was contrast in the inflation lumen and blood in the inflation lumen and guidewire lumen. Visual inspection of the device revealed a kink 50.5cm distal of the strain relief. Microscopic inspection revealed a balloon pinhole in the distal corner of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device could not cross the lesion. The 100% stenosed target lesion was located in severely calcified and severely tortuous left anterior descending artery. A stingray lp catheter was selected for use. During the procedure, the device was unable to cross the lesion because of tortuosity and calcification. The procedure was completed with another of same device. No patient complications were reported and patient is stable. However, device analysis revealed pinhole in the distal corner of the balloon.